Event description:
It was reported that the patient experienced weakness in their legs and was taken to the emergency room. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.